Event description:
It was reported that the patient presented to the hospital after receiving a patient notifier for capacitor charge time limit reached. Upon interrogation, the charge time was within limits. All other function of the device was normal. The patient will be monitored.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Initial reporter: company rep.